Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 520 mg/dl at the time of the call. The customer stated their blood glucose was 469 mg/dl earlier in the day. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. The customer declined to complete the high blood glucose troubleshoot. The customer declined to return the insulin pump for analysis.